Manufacturer narrative:
The leads are currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient attended the emergency on (B)(6) because of heart failure. During a follow-up the physician noted that the pacemaker is regularly pacing the ventricle below the programmed basic rate. Suspected pace / sense issue, not necessarily related to the lead.